Manufacturer narrative:
The device was received fully deployed. A leak was found on the soft cannula near the formed needle tip. The formed needle could be seen poking through the soft cannula. It could not be determined when this damage occurred or if this affected insulin delivery while the pod was worn. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose (bg) values reached 300 mg/dl. The patient treated themselves by changing out the pod and doing a bolus correction. The ketones were not checked.